Event description:
Patient reported that a relative found her in a "hypoglycemic coma" just before midnight. Patient stated that emergency medical services were summoned. Upon their arrival, patient's blood glucose reportedly measured 1.6 mmol/l, on an unspecified device. Patient stated, that she was treated with 2 "glucose injections" and was subsequently transported to the hospital for additional treatment. No additional information about treatment received at hospital, was provided. Patient noted that she was released from the hospital approximately 4 hours later. Patient indicated that, prior to the event, she had been unable to test blood glucose due to an unclearable error message on the compact plus system. Patient did not indicate when she was last able to successfully perform a blood glucose test. The manufacturer requested the return of the compact plus system and replacement product was shipped.

Manufacturer narrative:
Event occurred in the a foreign country.